Event description:
A lifecor patient service representative (psr) of a male patient called customer support to report that the patient's battery charger adapter is not staying attached to the actual battery charger. The psr replaced the patient's battery charger.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem was confirmed. Battery charger was tested and found to have a loose power connection on the power brick. The part was repaired, retested, and returned to stock. The root cause of the loose power connection cannot be determined. It was probably due to mechanical stress. No adverse event resulted from the faulty battery charger. The patient received a replacement battery charger.